Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after implant there was intermittent loss of capture on the right ventricular (rv) lead and inability to capture on the left ventricular (lv) lead. It was noted that the leads dislodged and the patient experienced dizziness. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.